Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and thin leaflets. One clip was successfully implanted. To further reduce mr, an additional clip was deployed on the mitral valve. However, after deployment, it was observed a tear on the anterior leaflet occurred. Mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure.